Manufacturer narrative:
Supplemental needed to correct the incident date. The correct incident date was (B)(6) 2020.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl and diabetic ketoacidosis on (B)(6) 2020. The customer was treated with manual injection. Customer reported on form that pump has a damaged ring and that reservoir is unable to lock in place. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was over 400 mg/d land diabetic ketoacidosis on (B)(6) 2020. The customer was treated with manual injection. Customer reported on form that pump has a damaged ring and that reservoir is unable to lock in place. The device will not be returned for analysis.